Event description:
It was reported that the customer experienced high blood glucose levels, reaching 450 mg/dl, which resulted in an ER visit. The customer was treated with intravenous fluids of saline and insulin, which resolved the issue, and no problems were found with the pump system after a check by technical support.